Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4296-88 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a shock on two occasions and the patient stated they did not know they received a shock. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.